Event description:
It was noted that the pacemaker was explanted due to the device hitting elective replacement indicator (eri) 4 months prior to the date of the event. There are suspicions the device was experiencing premature battery depletion (pbd). The device was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Boston scientific issued a field safety notice in september 2018 regarding a subset of devices in the accolade pacemaker family that had experienced an increased rate of premature battery depletion due to a compromised capacitor. Boston scientific's subsequent investigation determined that any accolade family pacemaker built with a specific, discontinued low voltage capacitor is potentially susceptible to this behavior; therefore, boston scientific expanded the advisory population in june 2021 to include all accolade family pacemakers built with this specific low voltage capacitor. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was noted that the pacemaker was explanted due to the device hitting elective replacement indicator (eri) 4 months prior to the date of the event. There are suspicions the device was experiencing premature battery depletion (pbd). The device was replaced. No additional adverse patient effects were reported. The device was returned for analysis.